Event description:
In 2003, the pt ws implanted with a vented electric left ventricular assist device (lvad). In 2004, the MFR was contacted by the vad coordinator stating that they had been trying to reach the pt for two weeks without success. Two months later, the vad coordinator received a call notifying her that the pt had expired. The vad coordinator was told that the pt had been receiving low flow alarms for approximately one week.